Event description:
The flow control is not working properly. This resulted in the procedure being canceled.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned flow valve unit found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible controller and wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined since the device perform as intended factors which can lead to not working properly include: there may have been a loose cable connection between the returned device, wand and the used controller which could cause non-functionality of the device or the flow valve cable may be bad causing the unit to malfunction. There were no indications to suggest the device did not meet product specifications upon release into distribution.